Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus, the hf unit esg-400 experienced an acrid, pungent odor followed by smoke coming out of the unit. The issue was found during an unknown procedure. Inspection and testing of the returned device found that the generator was displaying an e433 error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. According to the event description, the user saw smoke and experienced an acrid, pungent smoke during the procedure. The device was sent to the service department for inspection. An old type of generator board was found inside the device, and the service department traces the reported smoke and odor back to this component. However, no malfunctions or other deviations of the device was identified. Since the cause could not be determined beyond doubt by the service business center (sbc), the content of the error log was also investigated. The service department has found the following error codes in the error log: e394, e001, e002, e115, e433, e646, e140. However, these error codes could not be reproduced during inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: this error is very likely triggered by either a defective foot switch or a user error. It is very likely not related to the reported issues by the customer. In general, this error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered in general, possible causes for the e433 error are: interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). The operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault, short circuit in the plug). This case was addressed by CAPA 147p-017, implemented on 30.03.2015. A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). A defective transformer tr1 at the generator board (permanent fault). A defective current transformer at the generator board (permanent fault). A defective impedance converter at the generator board (permanent fault). A defective peak value rectifier at the generator board (permanent fault). No or a too low supply voltage of the hvps board (permanent fault). Too low output voltage due to a poorly switching high-frequency power amplifier at the generator board (permanent fault). A defective hvps board (short circuit at the mos transistors, permanent fault). A defective motherboard (short circuit at the ntc1, permanent fault). A defective motherboard (defective adc, permanent fault). Defective tsv diodes at the relay board (permanent fault). Smoke / odor: the cause for the reported issues is very likely the generator board. It might be possible that a voltage flashover (in combination with smoke/odor formation) has occurred at the output transformer. However, this issue has not (yet) triggered a malfunction with error message e433. The replacement of the generator board was evaluated to be plausible. It is possible that smoke/odor was caused by another component (hvps board or motherboard). This was not tested by the service department. However, if one of these components was defective, the generator would show a malfunction. Since a malfunction was not reported, oste assumed that hvps board and motherboard did both very likely not cause the reported smoke and odor. This error message is very likely triggered either by a user error, or during the periodical safety check. It is very likely not related to the reported issues by the customer. This error is very likely triggered by a user error. It is very likely not related to the reported issues by the customer. In general, this error message indicates a problem with the connected instrument or connecting cable. This error is very likely triggered by a user error. It is very likely not related to the reported issues by the customer. In general, this error message indicates a problem with the connected instrument or connecting cable. This error is very likely triggered by a user error. It is very likely not related to the reported issues by the customer. In general, this error message indicates that the application time of the respective mode is exceeded. When the hand or foot switch is released for approximately 15 seconds, the procedure can be continued. However, if this error is triggered permanently (even without activating the generator), it can very likely be traced back to a defect of the device. This error is very likely triggered by a user error (too low supply voltage). It is very likely not related to the reported issues by the customer. This error is very likely triggered by a user error. It is very likely not related to the reported issues by the customer. This error indicates that the hand or foot switch is activated and no mode is set by the user. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.